Event description:
A customer reported the adc device powered on with button press but not with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced dizziness, headaches, muscle cramps, tingling of fingers and feet. Customer had contact with a healthcare professional who advised customer to go to the emergency room where a blood glucose reading of 500 mg/dl was obtained. Customer was provided unspecified intravenous treatment for a diagnosis of hyperglycemia, which customer confirmed was not insulin, and remained hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device powered on with button press but not with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced dizziness, headaches, muscle cramps, tingling of fingers and feet. Customer had contact with a healthcare professional who advised customer to go to the emergency room where a blood glucose reading of 500 mg/dl was obtained. Customer was provided unspecified intravenous treatment for a diagnosis of hyperglycemia, which customer confirmed was not insulin, and remained hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.